Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial connector portion of the lead was returned in one piece measuring 8.2 cm . Visual inspection found full breached insulation degradation adjacent to the connector boot region. Final analysis found full breached insulation degradation was found at 4.9 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.